Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log (ehl) revealed 'shut door - power off ' messages. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize a closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During evaluation, the reported problem of "keeps saying door open even when it is fully shut" was reproduced. The evaluator was getting a 'close door' message when turning off the pump. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the door not latching properly due to the front shimming thickness is too high. The front shimming will be replaced and as a precaution the link setup and hook setup will be performed. Should additional relevant information become available, a supplemental report will be submitted.